Manufacturer narrative:
The pump passed all operating currents, and passed the off no power test. No unexpected off no power alarm or unexpected low battery alarm was noted. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a corroded battery tube, and corroded battery tube spring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display was blank after inserting a new battery. The customer did not recall the blood glucose reading. The customer attempted to put in new batteries from a new pack but the display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.